Event description:
This is a clinical report by a healthcare professional from (B)(6) of abdominal pain and cloudy fluid bag in a subject coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the subject experienced abdominal pain and a cloudy fluid bag. On (B)(6) 2010, the subject began remedial therapy with vancomycin (1 gm loading dose ip), orezid (1 gm daily, ip), heparin (500 iu three times per day, ip), reflin (1 gm once daily, ip), and amikacin (100 mg, daily, ip). On (B)(6) 2010, the subject was hospitalized for the abdominal pain and cloudy fluid bag, and remained hospitalized at the time of this report. Pd therapy was ongoing, as was remedial therapy with vancomycin, orezid, heparin, reflin, and amikacin. The events of abdominal pain and cloudy fluid bag had not resolved. The reporter stated that the abdominal pain and cloudy fluid bag were not related to pd therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem.